Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the instructions for use (IFU) violation caused or contributed to the reported complaint. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the right coronary artery (rca). A 2.5x15mm trek rx balloon dilatation catheter (bdc) was attempted to be used for dilatation; however the balloon was noted to rupture at 12atms during the second inflation. Therefore the bdc was replaced with another same sized trek bdc and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.